Event description:
It was reported, that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.